Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced multiple components to resolve the issue. The following components were replaced: flowcell; piston assembly; ratio pump; carbon bridge; calcium electrode; potassium electrode; sodium electrode; chloride electrode and sample probe. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. The customer did not provide patient data.

Event description:
The customer reported false low sodium (na) patient results generated on the unicel dxc 600 pro synchron system. The erroneous patient results were reported outside of the laboratory and later they were amended. There was no change in patient treatment in association with this event. Quality control was within the laboratory¿s established ranges prior to the event.